Manufacturer narrative:
Pt identifier: - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it currently remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial right shoulder arthroplasty on unknown date. Subsequently, patient is indicated for revision due to pain and loosening following trauma. Loosening is unconfirmed. CT shows a movement in position with an anterior tilt of the glenosphere. CT also shows broken screws. It is unconfirmed if the conditions for revision were caused by the trauma. A custom part has been requested for the revision. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the reporter; product identification (part number / lot number) of device involved in the incident is unknown. Device history record and complaint history review were unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.